Event description:
An antibiotic infused over approximately thirty minutes instead of the 2 hours it was supposed to. The medication volume was 45cc. The pump had been set to infuse at 22.5cc/hr. The intravenous infusion site was reddened and tender after the medication had infused. The mother declined to have the intravenous restarted in a different site.